Event description:
The daughter of a (B)(6) female pt called zoll customer support to report that the pt was receiving a service code 204. The pt received a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to communicate with a monitor. The cause for the failure was isolated to open black (main batt), orange (+5v), and yellow (pgnd) wires in the trunk cable. The trunk cable connector showed signs of physical abuse. The root cause for the open wires could not be positively identified but was likely excessive force. No adverse event resulted from the open wires. The pt received a replacement electrode belt.